Manufacturer narrative:
G4: 20nov2020, b4: 23nov2020 . The customer reports that a touchscreen calibration corrected the issue. There was no parts replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05oct2020 b4: (B)(6) 2020 the customer confirmed that the touchscreen issue was initially resolved with calibration. The customer reached out to the remote manufacture service technician and indicated the replaced the touchscreen still not working. The remote manufacture service technician advised the customer to try the cables from touchscreen to mmi pcb and if still does not work to follow the signal path in service manual page 29. The customer was provided with the part ID for cable, mmi board to touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09aug2020.

Event description:
The customer reported touchscreen is not working. The original problem was thought to be the rotary knob not working. Once the knob was replaced, the customer realized that the color data cable was bad. The customer replaced the data cable and the unit powers up, but the touchscreen does not work. The remote manufacturer's service technician advised the customer to inspect the connection of the man-machine interface (mmi) board to touchscreen cable. The customer stated that the connection to the touchscreen is good. The remote manufacturer's service technician advised the customer to inspect the connection to the mmi board for bent pins and suggested that the customer replace the mmi board to touchscreen cables. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.